Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 398 (mg/dl). The customer stated this bg value is elevated and the contact believes the pump is not delivering all the insulin. System check with tandem technical support was performed and showed that the pump was performing as intended.